Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Material #: 367962 lot/batch #: 1137434 bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Customer recommendation it may be of value to review collection procedures since the customer mentioned that this seems to be happening most notably in an outpatient setting. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Instrument manufacturer¿s specimen type recommendations and validation procedures should be reviewed. A review of specimen handling parameters would be of value for this tube type. Attached are our pst¿ techtalk and a publication addressing heparin plasma testing in clinical chemistry. No samples and 1 photo were returned by the customer in support of this complaint. The photo was evaluated and shows some blood in the barrier material but does not show the customer¿s failure mode. The 100 retentions were inspected with no issues being identified. Retention and control tubes were sent to franklin lakes for evaluation. Bd was unable to confirm the customer¿s indicated failure mode as no samples were received at the manufacturing site. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Clinical investigation: raw data/visual evaluation file size exceeds trackwise limits and is contained in teams complaint folder conclusion no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy (validation attached). All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. This complaint is unconfirmed for erroneous results. Customer recommendation it may be of value to review collection procedures since the customer mentioned that this seems to be happening most notably in an outpatient setting. To assure high quality specimens, several factors are key. Included, but not limited to this are: proper phlebotomy technique to minimize hemolysis and platelet activation, proper tube fill volume to assure the proper blood-to-additive ration, gentle and thorough mixing, proper centrifugation conditions-g force and time, and storage conditions. A discard tube must be used when using a winged blood collection set for venipuncture to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. Instrument manufacturer¿s specimen type recommendations and validation procedures should be reviewed. A review of specimen handling parameters would be of value for this tube type. Attached are our pst¿ techtalk and a publication addressing heparin plasma testing in clinical chemistry. We will continue to monitor for additional complaints and emerging trends complaint investigation: unconfirmed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes are getting discrepant (high) crt and bun with the liheparin tube, and the results are normal when run on the sst tube. It was reported that there were 3 occurrence of erroneous result. The following information was provided by the initial reporter: "the customer called and she said she has a sample of lithium heparin tube for investigation. They are getting discrepant (high) crt and bun with the liheparin tube, and the results are normal when run on the sst tube."

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for erroneous results was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes are getting discrepant (high) crt and bun with the liheparin tube, and the results are normal when run on the sst tube. It was reported that there were 3 occurrence of erroneous result. The following information was provided by the initial reporter: "the customer called and she said she has a sample of lithium heparin tube for investigation. They are getting discrepant (high) crt and bun with the liheparin tube, and the results are normal when run on the sst tube."